Manufacturer narrative:
The patient's weight was reported to be (B)(6). (B)(6). The reporter indicated that the approximate age of the device was 33 days (not further specified). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the y-site of a non-dehp y-type catheter extension set was leaking during infusion of neonatal 2 in 1 total parenteral nutrition (tpn). The reporter stated that the extension line was changed without difficulty. There was no patient injury or medical intervention associated with this event. Additional information was requested, but is not available at this time.